Manufacturer narrative:
G4: 02sep2020. B4: 03sep2020. The customer replaced the front bezel to resolve the reported issue, all tests passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05 jun 2020.

Event description:
The customer reported unable to change the settings when using the navigation (nav) ring. No patient impact. There was no patient involvement or user harm reported at the time the issue was discovered.